Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Removed a 46mm tritanium trident cup. He did not use our cups to replace this cup. The original surgery date when this cup was implanted was (B)(6) 2018. Update from rep: "it took place because patient presented with hip pain. X-ray shows lucent lines around the cup outer rim."